Event description:
Analysis of the returned device found the polytetrafluoroethylene (ptfe) coating was peeling at the proximal end of the guidewire. There was no clinical consequence to the patient who was reportedly in good condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the device was kinked at 45cm, 57.5cm and 58cm from the proximal end. Additional the ptfe coating was peeled off approximately at 54.2cm and 60cm from the proximal end. An adhesion test was performed and no anomalies were observed. Based on the information provided and the investigation results, most likely lack of continuous flush in the procedure caused resistance during the loading of the catheter over the guidewire. Subsequently, the physician may have applied some force to overcome resistance, which could have caused the damage to the ptfe coating of the guidewire. As resistance is considered to be procedural factors, therefore; a root cause of operational context has been assigned to the event.